Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74b1601612 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of device sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the column is setting off the low water alarm when there is plenty of water in the reservoir. Lower flow rates are set in the nicu.